Manufacturer narrative:
Add'l info: catalog#: mc1005t, lot#: 267329/1, exp date: 5/1/2015. (B)(4).

Event description:
Revision surgery of c7 - t1 roi-c with vertebridge construct due to unresolved neck pain. Due to spondylolisthesis redevelopment at c7 - t1, impingement due to the instability at that level, and the concern that the pt might over time develop a pseudoarthrosis at c7 - t1, it was determined by the surgeon that posterior stabilization was warranted. A posterior cervical fusion with instrumentation at c7 - t1 was performed. Pt was contraindicated for use of roi-c with vertebridge alone at the time of the original surgery due to the major instability noted at the c7 - t1 level. Internal investigation of images noted that the roi-c cage may have been placed too posteriorly and the superior roi-c anchoring plate may not have been completely seated into the endplate of c7 during the original surgery. The surgical technique error combined with the contraindicated use of the device at the time of the original surgery contributed to the need for a revision surgery and may have also caused subsidence of the roi-c cage leading to a fracture of the inferior roi-c anchoring plate.